Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse tested device with trainer, no issues occurred, pump read all readings accurately. Connected test leads and bp to patient simulator and no issues occurred. Tested customer leads on pump using patient simulator and no issues occurred. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not reading the proper heart rate, showed heart rate as 30 when it was 90. No patient harm, serious injury or adverse event was reported.